Event description:
It was reported that during a breast biopsy procedure, their tissue marker would not deploy using the probe. They changed markers and had the same issue with the second marker. They changed to a third marker and completed the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Sheared off. Evaluation summary: the analysis results of the mrm4008 (a) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during the analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results of the mrm4008 (b) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. See attached pictures. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during the analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # f9gp33. Expiration date: 04/2014. Manufacturing date: 05/2009. Sheared off.